Event description:
Heartmate 3 presents with prolonged critical illness during post op recovery that included 4 returns to the operating room over a 6 week period to address coagulopathic and infectious complications. Pt was in an ICU setting ~ 2 weeks prior to left ventricular assist device (lvad) placement, and was in ICU for his entire 3 month postoperative period until his death from multi system organ failure, which was exacerbated by burdensome gastrointestinal bleeding and infectious complications. From an infection standpoint, pt had recurrent candida albicans/candida dubliniensis fungemia, mediastinitis, and right empyema; and eventually developed ecoli & staph aureus bacteremia at the time of his death. Pt required mediastinal exploration/washout with implantable cardioverter defibrillator (ICD) removal, and catheter drainage of empyema. Pt required a polymicrobial antibiotic regimen for two months until time of death.